Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms noted during testing. Successfully utilized thus to download history/trace files. The following alarms/alerts were noted on event date: pump error 43 on 09/29/2023 08:08:57.000 and pump error 130 on 09/29/2023 02:57:26.000. Pump was cut open to perform visual inspection on pcba 1 (j6 connector), lithium battery connector, and motor home switch. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, stained serial number label, and corroded battery tube. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. No pump error 43 or pump error 130 observed during analysis. Pump error 43 and pump error 130 not confirmed. Moisture damage was confirmed on pcba 1 (j6 connector), lithium battery connector, motor home switch, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of an error in the motor was detected by reading unexpected value from the hall sensor (pump error 43). Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was unable to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue using. The insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.